Event description:
It is reported that pt stated that when tries to move his right hip he gets pain.

Manufacturer narrative:
Info was forwarded from the owner establishment, (B)(4) , which markets the devices in the u.s. The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).